Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported hyperglycemia with a blood glucose of over 600 mg/dl at the time of the event. The customer was taken to the emergency room for treating the high blood glucose event. The customer stated nausea, vomiting, headache, and body hurting as symptoms. And troubleshooting was partially performed and found that the pump was used within 48 hours of the event. It was stated that the battery cap contacts were broken off. No further patient complications were reported. The customer will continue using the device and will not be returned for analysis.

Event description:
The father of the customer reported via phone call that the customer went to the emergency room on (B)(6) 2022 at 09:00 due to hyperglycemia. Exact blood glucose at time of event was not known however the father stated that a personal meter they had showed over 600 mg/dl. Symptoms that were reported with the event included feeling sick/unwell, flu-like symptoms, a headache, nausea and vomiting. User was treated with intravenous insulin drip. [User was experiencing diabetic ketoacidosis.] When asked what led to the event the father stated something had happened to the battery contacts, father stated the battery cap broke but was not sure if contacts came off or if they did not make a connection with the pump. Father stated the user did not get insulin overnight due to battery cap contact issue. Battery cap was replaced. The customer will continue using the device and will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.